Manufacturer narrative:
Argus case ID: (B)(6).

Event description:
It comes off and gets in the throat. [Foreign body in throat]. Case description: this case was reported by a pharmacist via sales rep and described the occurrence of foreign body in throat in a male patient who received denture adhesive powder-double salt (corega powder) oral powder (batch number tt9g, expiry date unknown) for product used for unknown indication. On an unknown date, the patient started corega powder. On an unknown date, an unknown time after starting corega powder, the patient experienced foreign body in throat (serious criteria gsk medically significant and other: gsk medically significant). On an unknown date, the outcome of the foreign body in throat was unknown. The reporter considered the foreign body in throat to be related to corega powder. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: adverse event information was received on 22jan2022 from pharmacist via sales rep (email). The pharmacist reported that, "hello during the weekend I received an email from a pharmacy that had a visit from a customer to complain about corega powder. The customer says that the product is "dangerous" because it comes off and gets in the throat. He bought the product both from and at a physical pharmacy, and had the same problem and has complained about it several times. It has been the same batch number: tt9g every time and that is what is still on the shelf at the pharmacy. The customer has been in contact with gsk himself and was told that "we know about this problem. Unfortunately, we do not know the name of the customer."

Event description:
Case description: this case was reported by a pharmacist via sales rep and described the occurrence of foreign body in throat in a male patient who received denture adhesive powder-double salt (corega powder) oral powder (batch number tt9g, expiry date unknown) for product used for unknown indication. On an unknown date, the patient started corega powder. On an unknown date, an unknown time after starting corega powder, the patient experienced foreign body in throat (serious criteria gsk medically significant and other: gsk medically significant). On an unknown date, the outcome of the foreign body in throat was unknown. The reporter considered the foreign body in throat to be related to corega powder. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: adverse event information was received on 22jan2022 from pharmacist via sales rep (email). The pharmacist reported that, "hello during the weekend I received an email from a pharmacy that had a visit from a customer to complain about corega powder. The customer says that the product is "dangerous" because it comes off and gets in the throat. He bought the product both from and at a physical pharmacy, and had the same problem and has complained about it several times. It has been the same batch number: tt9g every time and that is what is still on the shelf at the pharmacy. The customer has been in contact with gsk himself and was told that "we know about this problem. Unfortunately, we do not know the name of the customer." Follow up information received from pharmacist via sales rep (email) on 04feb2022 with new information. Event 'product complaint' added to the case for product complaint number (B)(4).

Manufacturer narrative:
Argus case: (B)(4).

Event description:
Case description: this case was reported by a pharmacist via sales rep and described the occurrence of foreign body in throat in a male patient who received denture adhesive powder-double salt (corega powder) oral powder (batch number tt9g, expiry date unknown) for product used for unknown indication. On an unknown date, the patient started corega powder. On an unknown date, an unknown time after starting corega powder, the patient experienced foreign body in throat (serious criteria gsk medically significant and other: gsk medically significant). On an unknown date, the outcome of the foreign body in throat was unknown. The reporter considered the foreign body in throat to be related to corega powder. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: adverse event information was received on (B)(6) 2022 from pharmacist via sales rep (email). The pharmacist reported that, "hello during the weekend I received an email from a pharmacy that had a visit from a customer to complain about corega powder. The customer says that the product is "dangerous" because it comes off and gets in the throat. He bought the product both from and at a physical pharmacy, and had the same problem and has complained about it several times. It has been the same batch number: tt9g every time and that is what is still on the shelf at the pharmacy. The customer has been in contact with gsk himself and was told that "we know about this problem. Unfortunately, we do not know the name of the customer." Follow up information received from pharmacist via sales rep (email) on 04feb2022 with new information. Event 'product complaint' added to the case for product complaint number (B)(4). Follow up information was received from quality assurance (qa) department on 16feb2022 regarding complaint (B)(4) (pqc number) and (B)(4) (issue number) for lot number tt9g. Investigation evaluation: this is the first complaint of this nature for this batch. A notification review check was carried out on this batch which relates to manufacturing deviations, vendor investigations, change controls and laboratory investigations, there were no issues noted during the manufacture of this batch as per the defect of this complaint received. Therefore no further actions will be taken at this time. Based on the investigation performed by the site the complaint was concluded unsubstantiated.